Event description:
It was reported to philips that the system would not boot up, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system would not boot up, it was stuck at 00:00. Review of the log files shows malfunctioning flex vision pc, host-pc could not connect to the flex vision-pc. Upon troubleshooting, philips field service engineer (fse) discovered the problem to be a transient fault. To resolve the issue, fse restarted the equipment and as a precautionary measure replaced the board of the control pc for the large screen monitor in the laboratory. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.